Event description:
The customer's mother could not wake pt up for a snack and she used the device to check the blood glucose. She got a result of 101 mg/dl. She gave pt glucose jel and took pt to the hosp. A lab test was done and the result was 27 mg/dl. Pt was treated with glucose until pt level reached 197 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.